Event description:
It was reported that there have been multiple events that have occurred when the nurse scans the patient and the device that the infusion rate changes and infuses an unspecified medication too fast. The most recent patient event that occurred on (B)(6) 2019.

Manufacturer narrative:
Additional information provided: patient weight units were not provided the report of incidents of infusion rates changing, resulting in the medication infusing too fast, was not confirmed. Review of the event logs indicates that the reported incident is suspected to have occurred between 1:26 pm on (B)(6) 2019 and 7:26 pm on (B)(6) 2019. Records of infusion rate variances were not evident in the logs the total calculated volume infused during this specific remote infusion was 378.993 ml. No obvious programming errors or malfunctions were indicated. The root cause of the report of an inadvertent programing rate change, resulting in medication infusing too fast, was not determined. No devices or IV tubing sets were returned for investigation. Other text : no devices received, log review only

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob has been requested.

Event description:
It was reported that there have been multiple events that have occurred when the nurse scans the patient and the device that the infusion rate changes and infuses an unspecified medication too fast. The most recent patient event that occurred on (B)(6) 2019.